Event description:
A 20g x 1.25¿ angiocath was placed in the patient¿s r ac. After attaching the vacutainer, I noticed blood coming from the junction of the clear catheter at the point where the catheter enters the pink hub. After drawing blood, the saline lock was flushed and the hole was again noticed in the same place. At no time during the placement of the IV was the needle withdrawn from the catheter until the catheter was fully advanced and in place. Once a defective device has been segregated and packaged at the point of discovery, it is the policy of (B)(6) to not reopen the package or to process it further. The details contained in the voluntary report is the extent to which we have identified medications involved or patient contact. Devices will only be shipped back to manufacturers that provide prepaid shipping, packaging, and labeling as required by dot. As always a company representative may pick the device up.